Manufacturer narrative:
(B)(4). D10. G7 vit e neutral lnr 36mm e item# 30103605 lot# unknown. Unknown stem item# unknown lot# unknown. Unknown cup item# unknown lot# unknown. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial hip procedure. Subsequently, approximately 4 months and a half post implantation underwent a revision surgery on neutral g7 liner and 12/14 36mm ceramic femoral head due to repeated dislocations. Surgeon stated implant position looked good on CT. No clear pattern to dislocations. On table surgeon stated hip felt very stable. Likely dislocating due to large amount of scar tissue around cup, possible levering off this or patient's large body habitus. Revised to dual mobility with a +7 femoral head for added stability. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The reported event could not be confirmed due to lack of product/information. Medical records were not provided. No further evaluation can be made. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.